Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving the replacement adc freestyle libre sensor due to an initial complaint of the error message, "replace sensor," when being scanned. On (B)(6) 2021, as a result, the customer presented to the hospital where blood glucose tests and unspecified hcp medical treatment were performed. No further information was reported as the customer didn't "want to entertain questions on what happened and what medical treatment he received." There was no report of death or permanent injury associated with this event.